Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 168 mg/dl. The customer reported that the device was exposed to water. Customer stated that he was push in a slide pool. Customer stated that he got unexpected alarm. The customer was advised to review alarm history but could not check because the buttons would not clear the alarm. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 168 mg/dl. Customer stated that buttons on the pump are unresponsive. Customer was pushed into the pool with pump on. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a blank display due to corrosion on the electronics. Unable to perform idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement, button keypad anomaly, unexpected restart, or display anomaly during count up due to the blank display. The pump had minor scratches on the display window and a cracked reservoir tube lip.